Event description:
During the procedure, a total of 7 urolift devices were placed on the surgical field, 4 were implanted and 3 failed. The first urolift device that failed, per the surgeon - when the trigger was compressed, it appeared to jam and required to be manually disengaged. (This device was not saved.) The second urolift device that failed and is the subject of this report. Per the surgeon - the device appeared to jam and the suture did not release properly. The third urolift device that failed, per the surgeon - there were no sutures in the device. A separate report was filed for this issue.